Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged particles in tubing/chamber, nasal/throat irritation or soreness, dry mouth, sinus drainage and sinus infection. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no distinct wear, tear, or contamination on the enclosure. A slight yellow discoloration was observed on the iso air outlet port. The manufacturer visually inspected the device internally and found no distinct wear, tear, or contamination. No evidence of sound abatement foam breakdown was observed, and the foam appears intact. The manufacturer applied power to the device and verified airflow. The device was powered on and was found to operate properly. The manufacturer concludes there was no evidence of sound abatement foam degradation and no problem found. Section d9, section h3, codes in section h6 were updated/ corrected in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.